Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b3, b4, b5, d6, d10, g3, g6, h2, h6, and h10.

Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, patient underwent a washout with implant retention approximately three and a half years later. A few months after that, the patient was revised due to tibial insert wear and femoral subsidence.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical g4-femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right knee revision due to femoral subsidence and tibial insert wear. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00306. D10 medical devices: articular surface fixed bearing ultracongruent (uc) right 10 mm height catalog#: 42521200510 lot#: 63659316. Stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 64069536. Tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 64037643. All poly patella cemented 35 mm diameter catalog#: 42540000035 lot#: 64103722. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.